Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation, and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. The root cause could not be determined as engineering was unable to replicate the incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016.  This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy - "epix grasper scissored in use during procedure. We are not sure what batch number the instrument was from part of 2 separate orders on the (B)(6) 2016. (See above 2 batch numbers) the device was not kept for collection by applied medical. Photographic evidence was supplied and is attached to this form. (See cer image pph (B)(6) 2016)." Patient status - "recovering as normal." Additional information received via email from applied medical team member, february 24, 2016: "the consultant was attempting to grasp the gall bladder, as it would appear in the photograph. The jaws slipped, and appeared to scissor sideways. He simply withdrew the device, and continued the process with a new grasper. The patient did not suffer unduly, no specific measures were needed, and has since recovered. [The surgeon] has used the device several times before and since, and has not experienced a repeat."